Event description:
It was reported that during a gastrectomy procedure, the device did not load completely when used and left half medial dart unloaded. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please explain what is meant by, ¿left half medial dart unloaded?¿ this is not clear. ¿ left half medial dart unloaded? Meaning that last half of staple row didn¿t unload and stuck in reload. What is the product code and lot number of the device this reload was being used with? Don¿t have lot # as ec60a device was discarded after the surgery. Was the instrument used successfully with any other reloads? Yes. Is the instrument available to return for evaluation as well? If yes, please return it with the reload. No.

Manufacturer narrative:
(B)(4). The analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the cartridge pan, cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.